Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: keyboard is disconnected. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the keypad is disconnected, the flow setting cannot be adjusted. A definitive root cause could not be identified for the disconnected keyboard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had defective buttons for flow rate regulation on the control panel. The issue was identified during the unspecified procedure. There were no reports of patient harm.